Event description:
It was reported that an exactamix compounder was set up with a y-junction tubing connecting the sterile water for injection (swfi) bags to an exactamix inlet. This was identified during set up in the pharmacy. The customer was advised to connect the swfi bags to multiple ports per the user manual. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.